Event description:
A report was received from a customer that the pilot balloon was leaking. It is unk if the failure occurred during pre-testing, if there was any pt use, or required intervention.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.